Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Its hard to say whether it¿s the set screw or the screw itself. They work in syn with each other in the construct.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot number corrected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/ visual visual inspection: pedicscr pangeapolyax 6 preassmbl l35 t (qty:1, part number: 04.620.635, lot number: 5241154) was received at cq. Visual inspection of the returned pedicscr pangeapolyax performed at customer quality (cq) the device has cosmetic damage device was nicked. The screw is jammed because it got stuck to the collet and screw is slightly discolored which agrees with the reported complaint condition. Functional test. Functional test cannot be performed due to post manufacturing damage. Dimensional inspection: the diameter of the body was measured which is within specification of per body screw assembly,pangea design drawing. Document/specification review: no design issues were observed. Does the received condition agree with the complaint description? Yes. Was the complaint confirmed? Yes. Investigation conclusion the complaint of pedicscr pangeapolyax ø6 preassmbl was confirmed with investigation. A root cause could not be determined during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot . Part number: 04.620.635. Lot number: 5241154. Part manufacture date: 5/11/2006. Manufacturing location: brandywine. Part expiration date: n/a. Nonconformance noted: mrr #111280. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 6.0mm ti pangea (tm) polyaxial scr dual core/35mm thrd length product was processed through the normal manufacturing and inspection operations with only one nonconformity noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the device history record revealed one non-conformance material review record (mrr #111280) to be associated with p/n 04.620.420.3 (a component of p/n 04.620.635). The mrr was generated due to a documentation non-conformance: specifically, inspection sheet ns003447 was not completed correctly. Per the mrr, the "reject quantity" column of the noted ns document was not filled in for the "check for visual nonconformities (vs111) as required. The operator and inspection supervisor reviewed procedure w-h-b002, revision h and the ns document was corrected and completed. The non-conformance is not relevant to the complaint condition since it was a documentation error which was corrected and would not contribute to the complaint condition of an inner set screw backing out. Device history review non-conformance mrr #111280 is not relevant to the complaint condition since it was a documentation error which was corrected and would not contribute to the complaint condition of an inner set screw backing out. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: mni, mnh, kwp, kwq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2019. The inner pangea set screw had backed out on its own and allowed the rod to slide caudally. Original implantation of the devices had occurred approximately four years prior. Patient was revised to exp 5.5 poly screw. There were no issues during the revision procedure, and no surgical delay. Patient status is unknown. Concomitant devices: rod (part: unknown, lot: unknown, quantity: unknown). This report is for a 6.0 mm titanium (ti) pangea(tm) polyaxial screw. This is report 4 of 4 for (B)(4).